Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# va0mffn, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Please reference regulatory report # 6000153-2016-00164.

Event description:
Additional information was received from the patient on 2017-may-08. It was reported that a new lead was implanted on (B)(6) 2015 but it was noted that ¿it¿ slid out of place before the therapy was able to work. It was not confirmed if the implantable neurostimulator (ins) slid out of place or if the lead slid out of place. As previously reported, an x-ray was taken in (B)(6) 2015 to confirm that the lead was not in place. Lastly, the ins was replaced in (B)(6) 2016, it worked well for the patient and their diagnosis improved. There were no further complications reported or anticipated.